Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received a button error alarm after suspending the insulin pump to swim. Customer also reported they replaced the battery, but the alarm persisted. The customer's blood glucose was 97 mg/dl. The customer could not recall any significant events leading to the alarm. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
No button error alarms were noted during testing. However, the pump had intermittent up button response due to corroded keypad traces. No unexpected numbers ramping/scrolling were noted during testing. No moisture damage was noted on the electronic assembly. The pump had a cracked lcd window, a cracked case at the display window corner and a cracked reservoir tube lip.